Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the power on/off button failed to function. The device's front panel was replaced to address the issue.